Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found on the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece (7209009000, sn (B)(4)) and the partial blade subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken in the handpiece. Based on review of the information provided in relation to this reported event and as only a partial blade was returned, the root cause of this event is undetermined.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found on the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.